Event description:
Spontaneous call from pt who was experiencing pump issues sn (B)(4). She noticed more medication in the cartridge than usual. Pump was infusing lower dose. Experience changes in breathing. Is the actual device available for investigation? Yes; did we replace? Yes; did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6).